Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with diffuse lamellar keratitis (dlk) at post treatment. It was noted the dlk on the left operative eye had no clumping observed and was of fine diffuse appearance and there was a possible faint of dlk on the right eye. The patient¿s chief complaint was of left eye scratchy and visual acuity is fluctuating. Topical steroid dosage was increased and oral steroid (medrol pack and pred forte) was prescribed for the left eye as the right eye was not enough for treatment. The patient reported the symptoms were not interfering with daily activities. Bcva from (B)(6) 2019: right eye pre-op 20/15 -1.25 x -1.00 x 165. Left eye pre-op 20/15-1.00 x -.50 x 10. This report is for the excimer laser equipment. A separate report will be filed for the femto equipment.